Event description:
It was further reported that the controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Product event summary: the pump and controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple high watt alarms starting (B)(6) 2017. 17 low flow alarms have been logged since (B)(6) 2017. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. The root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathology report revealed no evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering high watt alarms. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0, d4: model 1403us, (B)(6). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple high watt alarms starting (B)(6) 2017. 17 low flow alarms have been logged since (B)(6) 2017. Analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathology report revealed no evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that biventricular assist device (bivad) patient started experiencing high watt alarms, with corresponding high powers on the right vad (rvad) one day post-operative. It was noted that the patient was heparin induced thrombocytopenia and thrombosis (hitt) positive, and as a result bivalirudin was used during implant. Of note, patient was on extracorporeal membrane oxygenation (ECMO) for nine days prior to bivad implant. After consideration, clinical team thought it necessary to exchange the rvad due to suspected thrombus. No further patient complications have been reported as a result of this event.